Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false positive antibody identification test of one patient with cell #5 of biotestcell-i11 plus. The patient has a known anti-d. The patient sample that had caused the false positive test result was sent to us for investigational testing and the supposedly defective product was returned, too, but only cell #5 of biotestcell-i11 plus. Because cell #5 was not closed properly it was leaked upon arrival in our quality control laboratory. Therefore, our quality control laboratory tested the patient sample with the retained sample of biotestcell-i11 plus. Cell #5 showed a negative reaction, but the cell button showed a haze surrounding. The retained sample was tested with further controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions, only a haze surrounding of the cell button. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.